Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an improper microintroducer sheath peel is confirmed; however, the exact cause is unknown. Two photographs of a 4.5 fr microez microintroducer were returned for evaluation. An initial visual observation of the photographs showed a peeled microintroducer sheath. Extra material was observed on the t-handle, making it difficult to completely remove the peeled sheath. The details of the fracture site can not be seen in the returned photographs. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer "inserted a 4f PICC today only to have the dilator fail. Insertion no problem. Cracked the dilator and the right side of the dilator was still around the PICC. Tried to break the plastic off around the dilator with a blunt needle but of course I managed to sever the PICC and therefore had to insert a new PICC." No other information was provided.

Event description:
It was reported by the customer, "inserted a 4f PICC today only to have the dilator fail. Insertion no problem. Cracked the dilator and the right side of the dilator was still around the PICC. Tried to break the plastic off around the dilator with a blunt needle but of course I managed to sever the PICC and therefore had to insert a new PICC." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.